Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient was revised to address instability and limited range of motion. Update rec¿d 10/11/2016- a sticker sheet was received providing part and lot information. There is no new information that would change the existing MDR decision. Complaint was updated 10/28/2016. Update 02/02/2017 ¿ medical records received. After review of the medical records for MDR reportability, the revision operative note also noted pain and stiffness. The tibial tray was revised, but the patella was left. Competitor cement was used at primary. The tibial tray will now be added to the complaint for the reported pain. The complaint was updated on:2/23/2017.

Manufacturer narrative:
Update 02/02/2017 ¿ medical records received. The tibial tray will now be added to the complaint for the reported pain. The complaint was updated on: 2/23/2017. A worldwide complaint database search found no additional related reports against the newly provided tibial tray product and lot code combination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/24/2017 --legal medical records received. After review of the medical records for MDR reportability, the revision operative surgeon indicated that a "significant amount of cartilage" was left during primary surgery in the posterior aspect of the tibia, which was overgrown with fibrous tissue, and "could be the possible reason for his significant stiffness and locking out of his knee beyond 50 degrees" preventing him from bending further than that. Also indicated that "from the previous knee surgery, there was some notching...with some bone loss on the anterior aspect of the femur", but stated it was not an issue because he was stemming the revision femur well proximal to the defect. Tibial and femoral components were noted to be well-fixed prior to explanting. No new information would change the existing MDR decision.